Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy for what the physician suspected was t-wave oversensing. Boston scientific technical services (ts) was consulted and upon review of the provided atp episodes, no oversensing was noted, however the shock episode was not provided for review. No additional adverse patient effects were reported. This device remains in service.